Manufacturer narrative:
Complaint conclusion: a 5f precise pro 7mm x 40mm 135cm rapid exchange (rx) self-expanding stent (ses) delivery system had defect, off-axis when they opened it during surgery. Therefore, another precise pro was opened. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17902995 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. Without the return of the device for analysis the reported ¿stent delivery system (sds)-ses~ deployment difficulty - premature/during prep¿ was not confirmed. It is difficult to draw a clinical conclusion between the device and the events based on the information available. According to the instructions for use (IFU) ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ it is reasonable to suggest that if the user did not follow the instructions for use (IFU) correctly, it is probable that handling factors such as the user¿s interaction with the device during device preparation may have contributed to the reported event. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17902995 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f 7mm x 40mm 135cm precise pro rapid exchange (rx) self-expanding stent (ses) delivery system had defect, off-axis when they opened it during surgery. Therefore, another precise pro was opened. There was no reported patient injury. The device will not be returned for evaluation.